Manufacturer narrative:
At the time of this adverse event, the patient had non-onkos femoral head and non-onkos total hip arthroplasty devices implanted. The root cause for the patient's hip dislocating was unable to be determined. Due to the surgeon's shortening of the limb during the revision, the limb length may have been a contributing factor to the hip dislocation. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
It was reported by an onkos distributor that a 55-year-old female patient with an eleos total femur replacement required a revision surgery due to dislocation of the proximal femur from the non-onkos acetabular devices which resulted in dislocation of the tibial rotational hinge at the knee. The revision surgery was performed on (B)(6) 2024 at which point the surgeon manually relocated the knee joint. At the time of this adverse event, the patient had non-onkos femoral head and non-onkos total hip arthroplasty devices implanted.